Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) heard beeping sound. Upon review, it was discovered that the non boston scientific right atrial (ra) lead exhibited low impedances out of range. Technical services (ts) reviewed hot to get to setup tab for the ra lead and turning beep for oor impedance. This crt-d system remains in service. No adverse patient effects were reported.